Event description:
It was reported that an ilet user experienced a low glucose episode after not announcing a meal per physician guidance, which led to postprandial hyperglycemia with automatic corrections followed by a low of 70 mg/dl; the user called while alone for monitoring support, treated with oral glucose, and was observed until an upward trend with a final blood glucose of 98 mg/dl. Symptoms included low glucose with shaking/tremors and muscle weakness, and hyperglycemia with a peak of 298 mg/dl. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to meal announcements and subsequent corrections, and user interface involvement was considered. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.